Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the as displaying the wrong position was incorrect settings. The patient reported that the device was reset and the correct settings were applied and the issue was resolved on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had just set up adaptive stimulation on (B)(6) 2018 and they would change to group c at night because they usually lay on their right side. It was reported that the patient woke up to find that the intensity on all programs on group c were back at 0.0 when they woke up. The patient changed to group a and found that all the intensities were also at 0.0 on group a as well. After the controller timed out, the patient unlocked it once again and group a program 1 showed 7.2 and program 2 showed 6.0. The patient attempted to increase program 2, but when they did so, it showed 0.2 and the patient stopped feeling stimulation. It was reported that the adaptive stimulation position did not match the patient position. The patient was walked through how to reprogram a few adaptive stimulation positions. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.